Event description:
Additional information received indicated that inappropriate device reset was due to the magnetic resonance imaging scan.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode. The device was reprogrammed successfully. The patient was discharged after the event. No further information is available at this time.